Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email during a rotator cuff repair under right shoulder arthroscopy on (B)(6) 2017. The screw cap split during screwing into the tunnel. Since the suture was fixed by the screw at that time and the operation was smooth, the implanted product piece was not retrieved from the patient. Now the patient is in observation. Additional information from affiliate on 7-27-2017 confirmed that the screw broke in two pieces specifying the suture bridge breakage. No additional bone hole was made due to the tight fixture of the suture from the screw. The same screw was used to complete the procedure. Patient impact is unknown.